Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned a single syringe inside a polybag labeled for 1.0ml, 31 gauge, 6mm syringes from lot 6032894. The syringe was placed in water and the plunger rod was retracted in order to draw the water into the syringe. Water was drawn up into the syringe and filled it within a short period of time. The syringe was undamaged and functioned as intended. A review of the device history record was completed for batch# 6032894. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was unable to replicate or confirm the customer¿s indicated failure of the syringe not drawing insulin.

Event description:
It was reported that while using bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle insulin was unable to be drawn. The following information was provided by the initial reporter: it was reported that she was unable to draw up insulin.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle insulin was unable to be drawn. The following information was provided by the initial reporter: it was reported that she was unable to draw up insulin.